Event description:
It was reported that the issue was: "motor maintenance". There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Device was visually checked. Functional testing was performed. The customer's complaint was duplicated and confirmed. The root cause was the motor, which had more than 12 million revolutions. As a result, the motor was replaced, along with the dso seal for preventative maintenance. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.